Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump broke and the display is black. The customer's blood glucose reading was unknown at the time of incident. The customer did not have the pump with her at the time to troubleshoot and indicated that she would call back tomorrow.